Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced unrelenting glare, halos, and a decrease in best-corrected visual acuity (bcva) for a period of one year. As a result, the original iol was removed, and a monofocal lens was implanted in a subsequent procedure. The clinical reason for this explantation was the patient's intolerance to the diffractive iol.

Manufacturer narrative:
The product was not returned. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal 20.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 20.5 diopter, monofocal lens model. The product has not been received to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).